Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the flow of a hakim valve could not be confirmed during a procedure. The surgeon tried to fill the saline solution with a syringe, but it didn't work. Since the metal part in the valve moved, the valve was changed to another one. No patient injury reported.

Event description:
N/a

Manufacturer narrative:
The hakim valve (ID ns9008) was returned for evaluation: device history record (DHR) - the product code ns9008 with lot 3443298 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; it was confirmed that the valve casing has been pushed forwards in the silicone housing. The root cause is probably due to excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain, with the excessive pressure this has expanded the silicone housing causing the valve casing to move forwards this would probably explain the problem encountered by the customer.